Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 sphincterotome was used on (B)(6) 2016 during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the issue was with the preloaded guidewire from the sphincterotome. During the procedure, it was noted that the ptfe jacket became bunched up at the distal tip of the guidewire, preventing additional devices from being loaded over the wire. It was reported that the hydrophilic tip of the guidewire did not detach, but the distal tip of the core wire was exposed. They cut the distal end of the guidewire with a pair of wire cutters to complete the procedure using this device. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.